Event description:
Monitor was programmed to cycle blood pressure every 15 minutes. Systolic blood pressure was below 90 for the past two readings, but the central monitor never alarmed. Blood pressure parameters were checked/verified, and they were set correctly. The alarms were on. Systolic blood pressure should have alarmed below 90. No injury to patient. This facility has reported four events with this device recently.